Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced bloody pink drainage, shortness of breath, and fluid buildup. On an unreported date 10 days prior to hospitalization for peritonitis, the patient underwent umbilical hernia repair surgery. On (B)(6) 2012, the patient was hospitalized for peritonitis manifested by abdominal pain. The patient was started on antibiotics for the peritonitis. The patient experienced fluid build up in the hospital and treatment for the fluid build up included aggressive fluid removal with dianeal 4.25% solution and the patient was instructed to reduce oral fluid intake. The nurse could not confirm if the patient experienced peritonitis. It was unknown if the first culture was significant for peritonitis as the nurse did not have the results from the hospital. These events were considered to be a result of recent umbilical hernia repair surgery and lack of fluid control. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the event of peritonitis. The outcome of hernia repair was not reported. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot number: gd893172. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.